Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 3.5 months. A direct correlation between the device and the reported ischemic stroke and history of gi bleeding could not be determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency room with stroke symptoms including right sided weakness and abnormal speech. A CT scan revealed an ischemic stroke with right temporal lobe encephalomalacia and perfusion showed a small mismatch in the left frontal lobe with expected perfusion changes and diminutive right middle cerebral artery branches. Prior to the event, the patient had been doing fine at home and was only on 81 mg of aspirin for several years due to a history of previously unreported gi bleeding after initial implant. The patient was treated with medical management. Neurology was consulted and there was no surgical intervention.